Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value of 253 mg/dl and received a pump error 15 and transmitter no longer connecting. Customer also received pump error alarm twice when trying to connect transmitter. Hyperglycemia was treated with pump and reported under delivery of insulin. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. The pump was in use with in 48 hours of the reported event and smart guard/auto mode was not active at the time of event. Advised the customer to do a self-test on the pump and it got passed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged high blood glucose, insulin pump error , insulin pump error , and possible under delivery anomaly found on october 19, 2022. Insulin pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Insulin pump successfully downloaded using thump and carelink. Confirmed insulin pump alarm insulin flow blocked alarm on october 14, 2022 at time 01:33:00.000 during basal and daily total of bolus insulin delivered: 103000 (10.3 u) in insulin pump downloaded history. Insulin pump's memory was reviewed, and no alarms or anomalies were noted. No ¿no delivery alarm¿ during testing. Verified the insulin pump alarmed insulin pump error with file number = 709 and line number = 1216 in insulin pump downloaded history on october 19, 2022 at time 09:06:45.000 due to hardware anomaly. Verified the insulin pump alarmed insulin pump error in insulin pump downloaded history on october 05, 2022 at time 12:11:09.000 due to hardware anomaly. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump passed full functional testing. Insulin pump error confirmed due to hardware anomaly. Insulin pump error confirmed due to hardware anomaly. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.

Event description:
The device was returned for the analysis.